Event description:
It was reported that the patient underwent a revision and replacement surgery with an inflatable penile prosthesis (ipp). During the procedure the existing cylinders and pump were explanted and a new preconnected ipp system was implanted. It was stated that initial surgery was done incorrectly and the cylinders needed to be reseated in corpora. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the ipp would pump up at a slant leading to the procedure. The cylinders in the implant were seated incorrectly during the initial procedure. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.